Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump received "loss of power occurred while running" alarm. This issue appears to happen frequently, particularly among community pump users. Video of the device has been provided. There was patient involvement. Additional pumps with the same problem but different serial number documented under (B)(4).in the video, the customer explains that: pump is being turned off while infusing. When a drop test is performed with the pump using a rechargeable battery, the pump turns off. When the same test is performed with the pump using an aa battery, the pump continues to remain turned on. The customer stated that when the pump using the rechargeable battery is being dropped, the contact between the pump and the battery is getting loose.

Manufacturer narrative:
No product sample was received, however, a video was provided for the investigation by the customer, which demonstrated that the pump loses power during drop tests with the rechargeable battery, while the same test with aa batteries shows no power loss. The customer¿s observation suggests a mechanical issue with the rechargeable battery connection under impact. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device's 12-month service history, which showed no previous occurrences of similar events. As a result, we could not replicate or confirm the reported issue.

Manufacturer narrative:
No product was returned for analysis; however, this investigation was based on the two samples returned for the associated complaints of failure "shutdown when banged ". The customer reported issue occurred only when severe mechanical impact caused the battery door to open, breaking contact between the rechargeable battery pack and the pogo pins. When the battery door remained latched, the pumps maintained continuous electrical contact and remained powered, even during severe impact simulations. The customer¿s problem could not be reproduced using aa batteries, which remain more mechanically stable during impact. No device problem was identified as the device met all the required specifications and passed all testing criteria.